Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt underwent a lead removal due to lack of stimulation sensation. High impedances were reported. On interrogation of the implantable neurostimulator, impedances on electrodes 2, 3, 4, 5, 6 & 7 were found to be >3,600 ohms. Stimulation sensation was not experienced using electrodes 2,3,4,5, 6 or 7. The pt experienced stimulation sensation with electrodes 0 & 1, but it was painful using these electrodes. Lead examined using an external neurostimulator. At 0.7v, impedances >10,000 ohms on electrodes 5 & 6 while all others were normal. At 1.5 v, impedances were >20,000ohms on electrodes 2, 3 & 7 while all other electrodes had normal impedances. During surgery it was found that the lead was stuck down in the implantable neurostimulator pocket and was possibly damaged during the removal. The pt recovered without sequela.